Event description:
It was reported that during a procedure, the balloon allegedly ruptured at 16 atm. It was further reported that the device allegedly experienced difficulty in retracting the balloon through the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. One pta balloon in a deflated position and appeared blunt, no other specific anomalies noted. Therefore, based on the photo review, the reported failure balloon rupture could not be confirmed on the findings no conclusion can be made. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 02/2023), g3. H11: h6 (result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during a procedure, the balloon allegedly ruptured. There was no reported patient injury.